Manufacturer narrative:
Clinical evaluations was able to find substantial evidence to support the reported urgent presentation, rupture, and explant. Additionally there was evidence to reasonably support that at 92 months post implant there was an endoleak type ii, complete stent buckling of the old and repaired main body stent, endoleak type iiia between old and repaired main body stent, renal failure, and resultant endoleak type iiib. At 98 months post implant there was evidence of cardiopulmonary resuscitation post rupture, and 103 months post implant; rupture of the right renal artery status post coiling, right renal kidney infection, and aortic stenosis due to the sac angulation. The reported no additional negative sequalae was refuted, rather the patient developed permanent renal failure and is on dialysis. Also, the patient experienced another rupture four months post explant after a coiling of the right renal artery was completed. A kidney infection also ensued post embolization. The patient was discharged home on the 6th post-operative day on comfort care. The most likely cause of the loss of seal was the remodeling of the aorta due to an off label neck and infrarenal angulation, causing both the original and the repair main body stent to completely buckle. The buckling, coupled with an inadequate overlap of the cuff and original main body stent, caused flow to go in between the old and the 2014 repair main body stent, allowing blood to escape out of the previously treated fabric breach - revision of an existing stent is a cautionary product use. In january 2017, this complex endoleak was acknowledged as first a type ii endoleak from the ima, and two days post coiling, a persistent leak. But, the patient left against medical advice; no further treatment was rendered. In july of 2017. The device was explanted after a rupture, and subsequent renal failure. Four months subsequent to the explant procedure, the patient experience another rupture post coiling of the right renal artery, a right kidney infection, and aortic stenosis due to the sac angulation. They were discharged on the sixth post-operative day in stable condition on comfort care and dialysis. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiia endoleak. The root causes have been identified as; 1. Patient anatomy including large aneurysms, aneurysm sac angulation, significant aortic neck angulation and lack of thrombus; 2. Patient conditions including disease progression or anatomical changes post implant; 3. Off label product use including patient anatomy, overlap length, oversizing between components, and placement of the devices within the anatomy of the patient. Endologix implemented the following corrective actions to reduce the type iiia endoleak events; 1. Sizing guidance and instructions were updated in the IFU and released on 06/17/2015, 2. Field training was completed by 08/03/2015. Since the corrective actions were implemented the type iiia events have been reduced significantly and are well within the acceptable range per our risk assessment. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to <0.2%. Root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type 3b endoleak events reported for afx devices has been reduced to <0.2%. Devices remain implanted in the patient and were not returned, no evaluation completed. The review of manufacturing lot confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Event description:
CT: (B)(6)2017 & (B)(6)2017 ; (B)(6)2017 us:(B)(6)2017 angiogram: (B)(6)2009 ; (B)(6)2017.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially treated with intuitrak in 2009. The patient presented emergently on (B)(6)2017 with a rupture. They physician elected to explant the device. The patient is reported as well. As of date, there has been no additional patient sequela reported.